Event description:
Complainant alleged that while treating a pt, the device advised shock for what appeared to be a non-shockable rhythm. Complainant did not indicate that there was an adverse effect to the pt.